Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode due to inaccurate sensor glucose reading. The blood glucose reading was 157 mg/dl, compared with the sensor glucose reading of 64 mg/dl. The customer also reported a high blood glucose reading of 400 mg/dl and that the alarm would not shut off. The customer reported a keypad anomaly. The customer stated she would monitor the sensor and call back if problems persisted. Nothing was replaced or returned.